Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2004 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted ¿there was air within the mesh. Once the mesh was excised, the bowel under it was adhesed together and had pneumatosis. The adhesed bowel with pneumatosis was excised and the mesh and tacks were removed. Mesh infection was suspected.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, bloating and distension. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 11/19/2020.